Event description:
Add'l info received reported that the target lesion was in the left internal carotid artery with 80% stenosis.

Event description:
It was reported that the acculink was implanted during a procedure in 2004. There was no complication during the procedure and the pt was discharged the next day. Six days later info was received that the pt was experiencing blurred vision of the left eye, pain in the left side of head, and lightheadedness when rising. The pt was due to undergo a CT angio with contrast; as of this date, no additional info has been received.